Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken end of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the proximal pierce hole and the other section of the exposed cut wire was attached to the anchor at the distal pierce hole. Measuring the exposed cut wire confirmed that it broke in two places. The detached section of the exposed cut wire was not returned with the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when bowing the device during the procedure, the cut wire broke from one end of the tip; the cut wire was did not detach from the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when bowing the device during the procedure, the cut wire broke from one end of the tip; the cut wire was did not detach from the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.